Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The guidewire was reportedly discarded by the user, therefore, no physical evaluation of the device could be performed and the complaint could not be confirmed. Should additional information be received a follow-up medwatch report will be filed. Product was disposed, not returned.

Event description:
When bav procedure was performed safari was used during treatment in emergency case. But, it was replaced with another of same device because the tip seems to be found unraveled. Additional information received: can you confirm if this guidewire was used inside the patient? No. When did they notice the guidewire was "unraveled"? Preparation. The procedure was completed with another of same device: safari.